Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012338849); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving the tav evfxplus-34, a pre-implant balloon valvuloplasty was performed due to calcification. Subsequently, the valve and delivery catheter system were inserted into the patient, advanced to the annulus, and the valve was deployed. Following initial deployment, the valve was recaptured due to shallow positioning. Upon a second attempt at deployment, at a target implant depth of 2 mm, and infold was observed in the valve frame. The valve was recaptured a second time and withdrawn from the patient. The contributing factors included calcification. The system was discarded after the infold was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: two media files were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not performed thus it is not possible to validate a good load. The valve was deployed just prior to the point of no recapture, and there was no evidence of an infold. It was reported that the valve was recaptured due to a shallow depth therefore it was recaptured and during the subsequent deployment an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.